Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345 which was reproduced. System error 345 was confirmed through review of the event history log. This was caused by a failed downstream sensor. The downstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.